Manufacturer narrative:
The reported event was unable to be reproduced during evaluation of the autopulse platform (sn: (B)(4)). Review of the retrieved archive data revealed two occurrences of user advisory (ua) 12 (lifeband not present) error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2017. This event is what the user likely experienced, thus confirming the reported event. Additionally, the archive data also revealed multiple user advisory (ua ) 41 (patient temperature sensor failure) error messages on (B)(6) 2018. This issue is unrelated to the customer reported event. The platform was returned with noted physical damage on the bottom and front enclosures. The autopulse platform is a reusable device and was manufactured in 18 oct 2012. It has exceeded it expected serviceable life of five years and is approaching (B)(6) years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Functional evaluation of the platform found no issue. The platform operated as intended without observing a ua 12, ua 41 error message or any other faults. The device was further tested including the lifeband clip detect switch inspection, and load characterization check and found the device to be within specification. A possible cause for this issue is attributed to the improper installation of the lifeband in the platform. The lifeband used at the time of the event was not returned for evaluation. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the lifeband is not properly installed. This can be cleared by by ensuring that the lifeband is properly installed and restarting the platform. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was unable to retract the lifeband. No error message on the platform was observed and no damage on the lifeband was noted. The user replaced the lifeband and restarted the platform; however, this did not resolve the issue. No patient involvement.